Event description:
The facility representative reported an infusion pump with channel a open button that gives no response. Information was not provided regarding whether or not the failure occurred during patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.